Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist customer troubleshoot the au480 clinical chemistry analyzer. The failure mode was identified as multiple hardware malfunction. The customer replaced the electrode, sample probe and reagent probe which resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported generation of four (4) erroneous low ion selective electrodes (ise) patient results on (B)(6)2024, for sodium (na), potassium (k) and chloride (cl) patient results, involving the au480 clinical chemistry analyzer. The erroneous results were reported outside of the laboratory, and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer provided example of four (4) false patient results. The patient demographics was not provided.